Event description:
Pt was implanted with chronos beta-tcp strip, matrix screws, matrix locking caps, matrix polyaxial heads, rods and t-pal spacer on (B)(6) 2012 for a tlif. Pt later developed an infection at the implant site. Pt's implants were not removed. Pt was treated with incision and drainage (I & d) and antibiotics beads at the infection site. This is 1 of 22 reports for the same event.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing records were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Sterilization validation documentation, decision finding protocols, dfps, was reviewed and demonstrated that each of the part numbers included within this complaint had been evaluated for sterilization. The supporting validation demonstrates that the minimum routine sterilization dose employed by synthes is effective at achieving a sterility assurance level (sal) of 10-6. The certificate of processing for lot n003225 was reviewed and demonstrates that the dose delivered to product was within the established routine production sterilization dose range.